Event description:
It has been reported that the calibration values were out of specification during performance test by a biosense webster technical service personnel. Pt injury may occur if the equipment is out of calibration without any warning or error message to alert the user. No pt injury was reported for this event.